Event description:
Boston scientific received information that the right ventricular (rv) lead oversensing noise resulting in inappropriate anti-tachycardia pacing (atp) delivery. During pocket manipulation, noise could be recreated. No asystole greater than two seconds was observed. A revision procedure was performed. The device had been implanted sub-pectorally, and technical services was consulted and recommended not to re-implant the device, which was included in the subpectoral implant advisory. The device was explanted. Following explant of the device, the physician reported that the header was loose and made a clicking sound when manipulated. The pace/sense portion of the rv lead was surgically abandoned. The shocking coils remained active. No adverse patient effects were reported during the procedure.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection confirmed the header was loose. An xray of the header confirmed the header and all leads were intact. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.